Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that a nurse had tested the patient¿s impedances on (B)(6) 2016 and ¿all were normal.¿ when the rep checked them on (B)(6) 2016, 0/1, 0/2, 0/3, ½, and 1/3 were all greater than 4000 ohms at 3.60 volts. C/0, c/1, c/2, and c/3 were all from low of 1049 ohms to high of 1549 ohms. Electrode 2 and 3 were 2026 ohms. The patient was programmed on -2 and +0. It was noted that the patient was feeling stimulation rectally when testing the impedances at 3.60 volts. The rep was going to meet with the patient in 2 weeks to reprogram and do imaging. Longevity was calculated and was noted to be 109 months. No falls/trauma were related. Additional information received from the healthcare provider (hcp) in response to follow-up reported that the case and all leads to #3 were within limits. The other impedances greater than 4000 ohms were mentioned. It was reviewed that imaging had been recommended. The cause of the impedance issue remained unknown and the patient denied any incidences. The issues had not been resolved as of (B)(6) 2016. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.